Manufacturer narrative:
(B)(4). The lens was not implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, an intraocular lens misfired. No patient harm reported. No further information was provided.

Manufacturer narrative:
In the initial report had a date of (B)(6) 2016 entered, however the correct date of event is (B)(6) 2016. Additional information was received and it was learnt that the serial number initially reported was the lens used as a back-up (B)(4). The lens with the reported issue is pcb0000200 - serial number: (B)(4) therefore the following fields were updated: (B)(4). Expiration date: 04/13/2018, serial number: (B)(4), device manufacture date: 04/13/2015. The lens was returned at the manufacturing site: device available for evaluation - yes. Returned to manufacturer on: 05/27/2016. Device returned to manufacturer - yes. Device evaluation: the preloaded insertion system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) inside the cartridge. No defects in the plunger/pushrod tip were identified. No manufacturing defects were observed that could impair functionality in the device. The intraocular lens (iol) was observed jammed/stuck at the cartridge loading zone. The push rod tip overrode the lens in cartridge. Manufacturing records review: the manufacturing records for the device was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.